Manufacturer narrative:
Other (secondary intervention required) - evaluation results and conclusion: (endoleak, death). Other (cause of endoleak unk; cause of death unk).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 92 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported to medtronic that approximately 20 months ago, the patient presented with a type iii endoleak, and the physician elected to implant a competitor's stent graft to treat the endoleak. Approximately 3 weeks post-intervention, the patient expired. The cause of death was not reported, and no additional information has been provided.